Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod for longer than 48 hours on the hip/buttocks. The patient treated his hypoglycemia with candy, crackers, and peanut butter ritz crackers. However, the patient's blood sugar did not respond to the carbohydrate intake, and the patient experienced a seizure. Symptoms reported include dizziness, feeling lightheaded and unwell. The patient was treated with intravenous fluid in an ambulance and was monitored until the patient was stable.